Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: " the tubes have weak vacuum leading to pretrial draws."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: no customer samples/photos were received for evaluation. As no customer samples or photos were received the scope of this investigation is limited. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. A review of the DHR could not be performed as the batch number is unknown. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was under-fill or low draw of a tube with blood the following information was provided by the initial reporter. The customer stated: " the tubes have weak vacuum leading to pretrial draws."